Event description:
The patient reported blood glucose results of "297, 168, 79, 279, 244, and 219 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter and test strips were sent to the patient.

Event description:
A 6f angio-seal was placed in the right femoral artery with good hemostasis postprocedure. There was no trauma to the vein during access to the right femoral artery. The vein was clearly stuck twice but there was immediate removal of the needle and no trauma or hematoma. The patient was admitted the following day with a deep vein thrombosis (dvt) of the right common femoral vein. Clearly cannot completely exclude this as a contributing factor for the dvt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.